Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient developed a hematoma and was bleeding at right axillary incision site. Issue was addressed with packed red blood cells and manual compression. It was also noted that staff was aware of thrombocytopenia. Action taken is unknown. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.